Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 262 mg/dl. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period, which is off label per the tandem user guide.